Event description:
It was reported that the hard plastic piece of the trach separated from the soft silicone portion of the trach while they were removing the catheter. The device has undergone and endured a total of 3 sterilizations. In the morning on (B)(6) 2025, after the 3rd sterilization, they noticed there was water under the hard plastic portion of the trach. Later that day, during examination of the trach, they heard a cracking noise and evidently saw a physical crack on the hard plastic portion of the trach. Therapy was not delayed. There was no patient harm/adverse event being reported as a result of the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: d3 - mfg establishment name. The suspected device was returned for evaluation. The device was visually inspected and the retaining ring to secure the swivel was present and that adequate adhesive was applied to keep the retaining ring in place. The side view of the connector showed a crack. Evidence of damage to the swivel was present along the flat ledge at the base of the swivel. This may have been initiated when the swivel was removed or when the swivel was replaced onto the connector. Once the retaining ring is cracked, the potential for the swivel to come off the connector exists. A visual inspection was performed and the reported issue was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.